Manufacturer narrative:
The pump had minor scratched display window, missing retainer, missing reservoir tube o-ring, cracked reservoir tube, scratched case and pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged at the reservoir compartment. The customer's blood glucose level was reported to be 115.2mg/dl. It was reported that the pump would be replaced and returned for analysis.